Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the implantable cardiac monitor exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the backup was confirmed. The cause of the backup was due to normal battery depletion.